Event description:
During a routine hamodialysis treatment, a reported pt blood loss of 210 cc occurred. It was reported that the pt had been on treatment for 3 hours with 14 minutes left in the treatment when a venous pressure high alarm occurred. It was determined that the disposable set had clotted. A manual rinseback of the pt's blood could not be performed resulting in the blood loss. No medical intervention was required.